Event description:
It was reported that the customer's insulin pump had a crack. The customer's blood glucose was 148 mg/dl. The customer stated that the damage was close to the battery icon on the screen of the insulin pump. The customer stated that the damage may have occurred when she bumped the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.